Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided and the results of the investigation, it is believed that the cause for the reported event was age deterioration due to long-term repeated use of the internal power supply component. The failure was successfully corrected when the internal power supply was replaced. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Customer called in and spoke with olympus technical assistance center (tac) personnel. Customer noted that the (B)(4) was not functioning properly, so they borrowed the power cord from that device and utilized on the device in question successfully. As this was indicative of a faulty power cord, tac provided the customer with the replace part number for a new power cord.

Event description:
As reported, the evis exera iii video system center experienced a power issue. According to the initial reporter, after completing a case, the user noticed that the device would no longer power on. There was no patient harm or consequence reported as a result of this event.